Event description:
An initial MDR regarding this case was filed (B)(6) 2023 (report number 3016798778-2023-00055). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) and remote (B)(6) (paired with pump (B)(6)) show that both pumps generated a pump failure alarm. The pumps were disassembled and a hardware failure in each pump was found to be the cause for the alarms. No further investigation is possible. Both systems were observed to have appropriately alarmed and entered a failsafe state as designed.

Event description:
An initial report of the potential for patient hospitalization was received by united therapeutics on 18-sep-2023 and forwarded to millyard advanced medical products, llc on 19-sep-2023. The patient's daughter reported a pump failure alarm was received the previous night. When they switched to their backup, the backup also alarmed pump failure. The patient then transitioned to another model of pump that they had on hand. The daughter reported that the patient experienced no symptoms other than a headache during this time, which she treated with over the counter medication. The daughter confirmed that the patient will switch back to remunity pumps once replacements arrive. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of hospitalization, death or serious injury, this issue is being reported out of an abundance of caution.